Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range pacing impedance measurements on the right ventricular (rv) channel. Technical services (ts) reviewed available device data via the latitude remote patient monitoring system, and noted lead tip progressive calcification seems to be the most likely cause of the gradual increase in impedance of one lead. Ts recommended increasing the pacing impedance limit to 2500 ohms during the patient's next in-office visit. Additionally, in-clinic troubleshooting was also recommended. According to the local area field representative, the physician will follow-up with the patient in four months and will consider further action at that time. No adverse patient effects were reported. The crt-d and rv lead remain implanted and in service.